Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the device battery triggered elective replacement indicator and that it was not possible to interrogate the device. The device was removed and replaced. No patient complications have been reported as a result of this event.